Manufacturer narrative:
(B)(6). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and shifted end cap sticker.

Event description:
The customer reported that the reservoir lip was broken off. It was also mentioned that the reservoir was able to lock in place. Blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.